Event description:
It was reported that the ventilator got pulled into the MRI scanner. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement". Our field service engineer (fse) on site found no obvious visual damage except the battery module lock. The fse inspected the internal unit and found no abnormalities. Pre-use check and safety test were performed successfully and the ventilator was returned to service. Information from the hospital stated that the battery module was pulled out during the event, the brakes were not engaged and the gauss line was marked on the floor. Information whether the ventilator was beyond the gauss line was not provided. The hospital has a signed "mr environment agreement". Our conclusion in the matter is that the wheels, which were not engaged contributed to the pulling of the ventilator into the MRI. The event is attributed to user error.

Event description:
(B)(4).